Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The patient was not feeling well and was experiencing diaphragmatic stimulation. It was noted that the patient had fallen down the stairs, unrelated to the device. The left ventricular lead exhibited a rise in capture thresholds. The lead was capped. No patient symptoms were reported. The patient would continue to be monitored.